Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has ineffective stimulation in her back which is part of the established pain pattern. Reprogramming was unsuccessful. The patient also has new right leg pain. The physician plans a trial.